Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the hub of the indigo system aspiration catheter 6 (cat6) broke off upon removal from the packaging. The broken cat6 was found prior to use and therefore, was not used for the procedure. The procedure was completed using an indigo system aspiration catheter 8.